Manufacturer narrative:
Additional information was received that following the implant of the first valve, moderate paravalvular leak (pvl) was noted. After the second valve was implanted, mild/moderate pvl was noted. No further treatment was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that following the deployment of this transcatheter bioprosthetic valve, there was significant paravalvular leak (pvl). Two balloon aortic valvuloplasties (bav) were performed with no improvement. A second valve was implanted to provide more radial strength, and the pvl improved. No adverse patient effects were reported.